Event description:
It was reported that a "collimater too large" and a "collimater unstable" error messages were presented on the 9800 system. System will fluoro normally. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired broken wire in the hv cable assembly. The system was tested and found to be working as intended and placed back into service.